Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colectomy procedure, the sleeve of the device was leaking. The cannula was replaced and the procedure was completed with no pt consequence.